Manufacturer narrative:
An event of endocarditis and unstable hemodynamics was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2012, an aortic valve replacement was performed with a trifecta valve. Four years following implant, the valve was explanted due to endocarditis and unstable hemodynamics. On (B)(6) 2016, an urgent double valve replacement was performed with a 21mm masters valve in the aortic position and a 29mm masters valve implanted in the mitral position. A concomitant lvot reconstruction procedure was performed using patches. After the procedure was completed (total time 6 hours of ecc) the patient was reported to have recovered well and was discharged from the hospital.